Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician placed two ruby coils and a pod packing coil (podj) in the target vessel using a non-penumbra microcatheter. It was reported that the podj kept finding the outflow vessel and the physician wanted to fill the aneurysm. Therefore, a ruby coil was selected and while advancing the ruby coil into the aneurysm, the physician noticed the second loop of the coil would push into the inflow vessel. The physician slightly advanced the microcatheter into the aneurysm; however, the ruby coil kept forming within the inflow vessel and, therefore, the physician decided to remove and re-sheath the coil. While retracting the ruby coil, the physician experienced resistance and the ruby coil unintentionally detached. It was also reported that continuous flush may have stopped, but it is uncertain if it was stopped upon deciding to remove the ruby coil or if flush was not turned on from the start for this coil. The physician decided to remove the detached ruby coil by applying negative pressure on the microcatheter; however, after removing the microcatheter from the non-penumbra diagnostic catheter, a thread of the ruby coil was visible. The physician then pulled the thread as an attempt to remove the detached coil, but was unsuccessful. A snare device was then used to capture the remainder of the detached ruby coil, however, access to the celiac trunk was lost. The physician removed as much thread of the ruby coil as possible from the aorta with some of the threads being left in the intercostal artery. The physician ended the procedure at this point. A post-procedure computed tomography scan (CT scan) showed no coil was left in the aorta. There was no report of an adverse effect to the patient.